Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the battery compartment had moisture in it and the battery cap was "gritty". The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2017 with the following findings: a review of the black box showed a short battery life as shown by a drastic voltage drop leading to a replace battery alarm. The battery compartment was cracked on the side of the grip pad. The battery cap was undamaged and able to fit securely. Moisture was found in the battery canister, and on the battery cfap. A leak test was performed and failed due to a battery compartment leak. The pump powered up and the rewind, load, and prime steps were performed successfully. All currents were reading within specifications. The pump cover was removed to find no further moisture ingress or intermittent conditions to the printed circuit board. The short battery life complaint was unable to be duplicated.